Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Entered with limitied information. Will follow up when information is provided.

Event description:
Country of complaint: entered with limited information. Will follow up when information is provided.

Manufacturer narrative:
Patient data - age 49 years, weight 90 kg, height 180 cm. Description update - suspected occlusion. Implant and explant dates - (B)(6) 2017 and (B)(6) 2017. Manufacturing evaluation: reason for complaint: suspician of occlusion description of incoming product condition: the shunt system was received in the return kit, submersed in an unidentified liquid. The liquid was heavily bloody. Manufacturing and quality control data - the shunt system was inspected as article fx253t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection - not possible. Permeability test - not possible. Adjustment test - not possible. Braking force and brake function test - not possible. Results - the valve was sent to us placed in a strongly contaminated liquid. In this state, we have evaluated the shunt system with risk level 3. Under these conditions, an investigation was not possible (strongly contaminated products). We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.